Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. Lead has been stretched causing the inner insulation to tear out of the connector and the inner insulation is buckled.

Event description:
It was reported that during the implant procedure the physician was unable to obtain a signal from lead through testing cables. The physician was unable to obtain impedance /sensing or threshold measurements. The lead was not implanted. No patient complications have been reported as a result of this event.